Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the surgeon noticed the crease in the center of the lens during implanting. The procedure was completed on same day without any harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information: additional information was provided: the product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. The root cause may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The instruction for use (IFU) instructs: company foldable intraocular lens (iols) is qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).